Event description:
A report was received from health canada's canada vigilance program which states, "pt reports severe nausea about 5min after the IV hydromorphone hang. The channel was programmed to run 55ml over 15min. When pt called , the hydromorphone bag already finished, but the pump still showed that there was 28ml left(8 more minutes to go).pump paused, line and IV medication bag checked. Line attached appropriately, medication bag volume correct. Pt vitals okay as recorded in the cerner. Md made aware, one IV ondansetron ordered and given." Although requested devices were not sent in for investigation. Customer completed preventative maintenance on the devices with no failures found and returned them to service.

Manufacturer narrative:
Correction: unique device identifier (UDI) #, PMA / 510(k)#.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary the reported issue there was an over infusion of hydromorphone was not able to be confirmed from the review of the event log only investigation. The requested devices were not provided by the facility for analysis. A secondary infusion of hydromorphone was programmed and started on the date 20apr2024 at the time of 9:39 am. The infusion rate was at 220ml/h with the volume to be infused (vtbi) at 55ml for an infusion duration of 15 minutes. The secondary infusion of hydromorphone was manually terminated at the time of 9:50 am with a recorded total secondary volume infused at 32.537ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. This is not a function of a pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The pcu event log could not determine why the infusion that was programmed to infuse for approximately 15 minutes was terminated early after only infusing for approximately 11 minutes. It was noted within the pcu event log that the suspect pump module had successfully completed four prior secondary infusions of different drugs with there not being any reported infusion discrepancies with the prior secondary infusions. The requested devices and administration set(s) were not provided by the facility for further analysis. Root cause the root cause for the reported issue there was an over infusion of hydromorphone was not able to be identified from the log only investigation. It is possible that there was a back check valve failure that occurred with the primary administration set which would have allowed the fluid from the secondary IV bag to back flow into the primary IV bag giving the impression that an over infusion had occurred; however, this issue could not be investigated further because the administration set was not provided by the facility for analysis.

Event description:
A report was received from health canada's canada vigilance program which states, "pt reports severe nausea about 5min after the IV hydromorphone hang. The channel was programmed to run 55ml over 15min. When pt called , the hydromorphone bag already finished, but the pump still showed that there was 28ml left(8 more minutes to go).pump paused, line and IV medication bag checked. Line attached appropriately, medication bag volume correct. Pt vitals okay as recorded in the cerner. Md made aware, one IV ondansetron ordered and given." Although requested devices were not sent in for investigation. Customer completed preventative maintenance on the devices with no failures found and returned them to service.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was received from health canada's canada vigilance program which states, "pt reports severe nausea about 5min after the IV hydromorphone hang. The channel was programmed to run 55ml over 15min. When pt called , the hydromorphone bag already finished, but the pump still showed that there was 28ml left(8 more minutes to go).pump paused, line and IV medication bag checked. Line attached appropriately, medication bag volume correct. Pt vitals okay as recorded in the cerner. Md made aware, one IV ondansetron ordered and given." Although requested devices were not sent in for investigation. Customer completed preventative maintenance on the devices with no failures found and returned them to service.

Event description:
A report was received from health canada's canada vigilance program which states, "pt reports severe nausea about 5min after the IV hydromorphone hang. The channel was programmed to run 55ml over 15min. When pt called , the hydromorphone bag already finished, but the pump still showed that there was 28ml left(8 more minutes to go).pump paused, line and IV medication bag checked. Line attached appropriately, medication bag volume correct. Pt vitals okay as recorded in the cerner. Md made aware, one IV ondansetron ordered and given." Although requested devices were not sent in for investigation. Customer completed preventative maintenance on the devices with no failures found and returned them to service.

Manufacturer narrative:
Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field.